Manufacturer narrative:
(B)(4). Date sent: 07/20/2020. Per photographic evaluation: the device doesn't seem to have the expected annular shape in the x-ray image. The "c" shape of the device seems consistent with a discontinuous device. Unfortunately the mechanism/cause of failure cannot be determined from the provided x-ray image. Based on the reported lot number, the device is part of 2018 linx recall product bounding. However a hands on analysis of the affected device in needed to establish the mechanism/cause of failure. The DHR for lot 10230 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 06/22/2020. Additional information was requested, and the following was obtained: did the patient have any other surgeries in the area? No. Is a replacement linx or fundoplication planned? No. Has the explant taken place? (B)(6) 2020. Was ph testing performed prior to explant to confirm recurrent reflux? No. After implant, was the device initially effective in controlling reflux? We will see. What tesla field was used during the MRI? 1.5 t.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2020. Device analysis: the visual analysis found that the returned device had an exposed well ball paired with the washer side of the adjacent bead. The affected washer through-hole diameter was greater than the specification. The exposed weld ball diameter was found to meet specifications. Link length and tensile force were found to meet the applicable specifications during device analysis. No anomalies for a device that has been reasonably changed as part of the explant procedure. This device is affected by the 2018 linx recall based on the reported lot number 10230. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of implant? What tesla field was used during the MRI? Besides the extreme vomiting, were there any other symptoms that lead to the discovery of the discontinuous device? When did they begin? Could you please share a copy of this imaging of the discontinuous device? Was the device initially effective in controlling reflux? Besides vomiting, were any events associated with the onset of symptoms (retching, trauma, surgery)? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Has the explant taken place? If no, is the explant date set and what is the explant date? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported that in the fall 2016 the patient experienced a phase of extreme vomiting due to a secondary disease (morbus meniere). The implant was checked by the radiologist to ensure the right angle. In (B)(6) 2020, an MRI scan attempt (according to the patient and x-ray institute with no greater than 1.5 tesla field strength) and discontinuation of the measure after immediate epigastric complaints. Endoscopy showed regular results after that, but km-radiologically split/burst widely dislocated implant. Laparoscopic revision is planned throughout (B)(6). Primary implantation (B)(6) 2016. Lot 10230 is affected by the 2018 linx recall.